Manufacturer narrative:
The reported complaint of the autopulse platform (serial #50026) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 07 error was the defective load cells. The defective load cells were likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to ua 07 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the both load cells were defective. The load cells were replaced to address the reported complaint. The archive data review showed multiple ua 07 error messages, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.